Event description:
It was reported the pt no longer had stimulation and was unable to communicate with her ipg using external devices. The pt had not charged her ipg in four weeks. Replacement external devices were unable to resolve the issue. F/u identified the physician may undertake surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.